Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: during the case the balloon burst. The fallen pieces were retrieved. The balloon was infused with only 25cc of air. Another device was used to complete the procedure. No bleeding was reported. Operative time was not extended more than 30 minutes. No patient injury was reported.

Manufacturer narrative:
(B)(4).